Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and it advises ¿hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.¿

Event description:
The mother reported that the patient's blood glucose reached 44mg/dl and he was hospitalized at 12pm after wearing the pod between 36 and 48 hours. His basal was suspended at 1pm. He ate at 2pm and was given a bolus of 2u. His blood glucose then reached 432mg/dl at 3pm, and his basal was reactivated at 4pm. At 6:45pm, his bg was 325mg/dl and he ate at 7pm. At 9pm his bg level was 241 and at 10:50pm it was 114mg/dl and they stopped the basal rate. He remained in the hospital for observation and was discharge the next day.